Manufacturer narrative:
Concomitant medical products: product ID: 37761 ,serial# unknown, product type: recharger. Product ID: 37761, serial# unknown, product type: recharger. Product ID: 97712, serial# (B)(4), product type: implantable neurostimulator. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown, product ID: 37761, serial/lot #: unknown. (B)(4). Reference manufacturing report #3004209178-2018-21267 for report on the other ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain and chronic low back p ain. It was reported that the patient had two rechargers and broke both connector pins by laying a load of laundry on the bed. The patient's implant had gone dead. They reported a loss of therapy. No further allegations/complications were reported.